Event description:
Customer reported, they were experiencing hair loss, due to the retainers.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is to correct the incorrect information submitted in the initial report.

Event description:
Patient reported they need someone to contact them. At check in they checked true to excessive bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity, broken, loose, discolored, compromised, jaw discomfort, chipped, root resorption concerns. Requested information on patient's concerns.